Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that one month post operatively the patient¿s pump migrated to where the catheter access port portion protruded out of the abdomen and was bothering the patient. The health care professional decided to wait until the time of this report to revise the pump because the patient wanted to be sure she was fully healed. It was noted the pump would probably go deeper and to the right of where the pump was currently located to revise it. The pump was being used to deliver morphine. Additional information received reported the pump was repositioned and the patient was doing well. The pump was not flipped. The patient just lost weight and as a precaution the physician decided to just reposition the pump.